Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support confirmed that the pump, which was within warranty, needed to be replaced. The customer was informed about the replacement, and instructions were given for the return of the defective pump. A replacement pump was arranged, and storage mode instructions for transport were provided.